Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open sore on her back underneath the garment. The patient's nurses treated the sore with a barrier cream. During a follow-up the patient's nurse reported that the irritation had improved.